Event description:
Device was implanted in 9/93. Revision surgery was performed on 10/9/96, due to instability after pt fell.

Manufacturer narrative:
There are warnings in the packaging insert that state that this type of event can occur. This type of event is not occurring a rate above expected frequency. No remedial action will be taken. No further complications have been reported. Current information is insufficient to permit a valid conclusion as to the cause of the event. A fax was sent to the user-facility on 10/29/96. Co received a faxed medwatch "voluntary" report form from the user facility on 11/14/96. The user facility provided only the second page of the medwatch form. The following additional user facility information is available. Correction made because the wrong lot # was given on the first medwatch report that was sent to you on 11/15/96.